Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During field evaluation, fse confirmed the reported issue and replaced the usm 3 to resolve the issue. After replacement, the da vinci system was recalibrated, tested, operated without error and verified ready for use. Isi received the replaced usm involved with the alleged issue to perform failure analysis. Review of the system logs confirmed the related error fault as having occurred in the field; however, failure analysis could not replicate the reported issue during in-house testing. The usm was functionally tested and passed the testing with no error fault produced.

Event description:
It was reported that during a da vinci-assisted prostatectomy radical with lymphadenectomy surgical procedure, error on universal surgical manipulator arm (usm3) was reported. The customer contacted the intuitive surgical inc. (Isi) technical service engineer (tse) for phone assistance. The tse reviewed the system logs and found repeated recoverable error 23118 that the customer was unable to recover. The tse had the customer undock the usm, power cycle using emergency power off, and exercise the usm3. After the system was powered back on, usm3 faulted with recoverable error code 23008, and this could not be cleared. Information mentioned that the surgeon required all usms for the surgical procedure. Tse recommended to use another patient side cart to complete the procedure. No further information was provided at this time. Intuitive surgical inc. (Isi) followed up with the robotics coordinator who reported the event and confirmed that they were physically not present at the time of the issue. The robotics coordinator was unable to provide the procedure outcome at this time.